Manufacturer narrative:
(B)(4): rust/corrosion.

Event description:
The customer alleged the siderails were stuck down and unable to latch in the upright position. No pt involvement or adverse events are reported.